Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, button error and bolus no delivered. Customer's blood glucose value was 413 mg/dl. The customer treated with an injection. The customer stated that she received bolus no delivered alarm and her blood glucose went high. The customer stated that the back and menu buttons were unresponsive. The insulin pump will not be returned for analysis.